Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure. In addition, when the pod was filled with insulin, the patient noted insulin leaking from the area from where the needle should have deployed. The pod was worn less than an hour. No impact to the patient's glucose level was reported.